Manufacturer narrative:
Additional information has been provided d9. Corrected information has been provided in d4 and h3. Pump did not start / low or blocked pump flow: no defect found on the returned pump and purge cassette. The cause of the issue was not determined without sufficient clinical details, including data log review. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: a 70-year-old patient of unknown gender and unknown indication for use underwent placement of an impella cp device on (B)(6) 2026 at approximately 21:45, shortly after initiation, the pump stopped and generated the alarm message ¿impella motor current is too high.¿ the clinical team elected to remove and replace the device. Removal of the device immediately stabilized blood pressure. The second impella system demonstrated noticeably improved hemodynamic support; however, the team later experienced suction events and ultimately weaned and removed the device on 09 mar 2026 at approximately 02:14 after a ¿impella disconnect¿ message. Access for both devices was via the femoral artery. The patient survived both explants. At this time, the cause of the initial device¿s malfunction remains undetermined, and it is unclear whether the event was related to user technique or a potential technical defect. Based on the information provided, the first impella cp device exhibited abnormal pump behavior, including a high motor current alarm and hemodynamic compromise upon lv insertion, which resolved immediately after device removal. However, due to limited clinical details, unknown access characteristics, and lack of product analysis to date, a definitive root cause cannot be determined. Device inspection is required to assess for potential mechanical or electrical malfunction. Clinical rationale: a 70-year-old patient of unknown gender and unknown indication for use underwent placement of an impella cp device on (B)(6) 2026 at approximately 21:45, shortly after initiation, the pump stopped and generated the alarm message ¿impella motor current is too high.¿ the clinical team elected to remove and replace the device. Removal of the device immediately stabilized blood pressure. The second impella system demonstrated noticeably improved hemodynamic support; however, the team later experienced suction events and ultimately weaned and removed the device on 09 mar 2026 at approximately 02:14 after a ¿impella disconnect¿ message. Access for both devices was via the femoral artery. The patient survived both explants. At this time, the cause of the initial device¿s malfunction remains undetermined, and it is unclear whether the event was related to user technique or a potential technical defect. Based on the information provided, the first impella cp device exhibited abnormal pump behavior, including a high motor current alarm and hemodynamic compromise upon lv insertion, which resolved immediately after device removal. However, due to limited clinical details, unknown access characteristics, and lack of product analysis to date, a definitive root cause cannot be determined. Device inspection is required to assess for potential mechanical or electrical malfunction. The impella cp will be reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
A3a. Sex/a3b. Gender is unknown. A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.